Event description:
It was reported that the stent graft failed to open upon deployment and moved. Another stent graft was used to treat the intended target site. There was no report of injury to the patient. Further event information pending.

Manufacturer narrative:
The delivery system has been returned for evaluation and the investigation is currently underway.